Manufacturer narrative:
Summary of evaluation: dimensional and visual inspection demonstrated the devices were conforming to specifications. Technical limit of the screwdriver head in case of hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Screw driver head twisted. No adverse consequences were reported.